Manufacturer narrative:
Our product evaluation laboratory received one thru lumen fogarty catheter with a bd 3 ml syringe. The catheter body was broken off completely at the distal end of the "y" fitting. The edges of the broken tubes appeared to match at the break site. The catheter body was bent at 35 cm from distal tip. Both the balloon and the windings were intact. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of broken catheter body was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a procedure on an av access graft, the shaft broke off the fogarty catheter right at the balloon. The physician was able to retrieve the device without any further incident. It was reported by the edwards lifesciences sales representative that the physician stated he did "pull a little hard and snapped the catheter in two". The patient was not injured and did not suffer any consequences. Patient demographics were requested and not provided by the customer.